Event description:
It was reported that the implantable cardiac monitor (icm) device was sensing p-waves, r-waves, and t-waves. A review of the device data showed oversensing of p-waves; undersensing of paused episodes; oversensing of tachy episodes, and t-wave oversensing (twos). Programming changes were made and the physician will continue to monitor the issue. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device continued to exhibit twos. The device will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).